Manufacturer narrative:
The reported issue was unable to be verified and unable to be duplicated. After performing unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. A cause of the reported issue could not be determined.

Event description:
A third party service agent contacted physio control to report that their customer's device had experienced an unexpected loss of power. There was no patient use associated with the reported event.

Manufacturer narrative:
Third party service agent evaluated the customer's device and was not able to verify the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third party service agent contacted physio control to report that their customer's device had experienced an unexpected loss of power. There was no patient use associated with the reported event.